Manufacturer narrative:
(B)(4). Batch # r5851r. Device evaluation: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The cartridge reload had the proximal 2 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. In addition further analysis on the cartridge shows the left gripping surface damaged. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify if the "small plastic piece" that fell out of the device was a metal round piece? It looks like a small part of the reload. Did the piece fall into the patient? If yes, was it retrieved? No it didnt. If yes, will it be returning with the device for analysis? If not, was it disposed of? Yes I have now been able to collect . Were there any patient consequences? No.

Event description:
It was reported that during an unknown procedure, surgeon went to fire device in patient and device would not fire, a small piece of plastic came off the device. Opened new device.